Event description:
The pt was injected in the knee. The pt allegedly experienced shortness of breath and swelling of the knee. The pt visited the ER, but no information regarding the visit was given. The pt was treated with a shot of depo approximately two months later.

Manufacturer narrative:
No lot information was given, and the pt's condition is resolved. This MDR is deemed closed.